Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient experienced increased thresholds. The ra and rv lead dislodgements were confirmed with x-ray.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the right ventricular (rv) lead and right atrial (ra) lead dislodged causing loss of pacing. The rv was repositioned and remains in use. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.